Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the left ventricular lead was unable to access the coronary vein on the first two attempts and then dislodged while slitting during the third attempt. The lead was not used and another lead was implanted. The patient was a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
Redacting initial regulatory report # 2649622-2013-09340 because this lead is a clinical unit and adverse reporting is the responsibility of the clinical affairs dept.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.